Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. As per the investigation procedure: deformation and creases was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported, ¿baker IV, contracture (capsular)¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "baker IV contracture (capsular)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker IV contracture (capsular).

Event description:
Healthcare professional reported ¿baker IV contracture (capsular)¿. This record is for the left side. Device was explanted.